Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported upstream occlusion alarms. Further investigation discovered lowe upstream sensor readings. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.